Event description:
It was reported that the patient received 30 shocks from the device caused by noise on the right ventricular channel. On (B)(6) 2012 the right atrial lead exhibited noise which could be reproduced with the patient lift ing his left arm. On (B)(6) 2012 when the pocket was opened a lead abrasion was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead abrasion.